Event description:
It was reported that bd eva-ai2-sm2---needle precision glide 21 x 1 in package was damaged. Product: needle 0.80 x 25 mm (21gx1''): lot: 5120729 - 1 unit, 1 needle with hole in the package, corrido date: 01/12/2025. Lot: 4204356 - 1 unit, 1 broken needle, corrido date: 01/12/2025. Lot: 5150655 - 1 unit, 1 deformed tip of the needle cap, corrido date: 01/12/2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.